Event description:
The patient reported infusion set was leaking at the site and had high blood glucose levels which was treated with correction injection via multiple daily injection (mdi) on (B)(6) 2026.

Manufacturer narrative:
MDR (B)(4) / initial 1 of 7. E1: (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.